Event description:
During 4 hour routine check on ECMO pt. It was noted the water bath was off. Water heater found to be up against side of cart, and switch accidentally turned off. Pt. Temp was 34.6. H.r approx. 119. Water heater turned back on. H.r increased to baseline approx.127. Roll of tape placed between heater and side of cart and taped in place to prevent it from happening again till protective cover placed.